Event description:
It was reported that post implant of the right ventricular (rv) lead the patient complained of pain and feeling like "something is poking". The rv lead threshold was observed to have increased from implant and was reported to have dislodged . The lead was repositioned and remains in use. It was further reported that approximately ten days post implant and revision, the high thresholds continued. The lead remains in use and the patient will be monitored. No further patient complications have been reported as a result of this event.